Event description:
Contacted regarding erroneously low hemoglobin (hgb),platelet (pit), rbc and wbc results from three (3) different patients that were generated by the coulter ac.t diff instrument. The erroneous results were reported out of the lab and physician questioned there results. Customer collected new blood samples from the patients (a,b,c) and tested for cbc. Patient a sample was repeated on ac.t diff instrument, and the results were 30-36% higher on all cbc parameters comparing to the cbc results obtained from the initial run. Patient b and c samples were run on another analyzer in the lab. The results for patient b were 36-39% higher on all cbc parameters comparing to the cbc results obtained from ac. T diff analyzer.(see b6) wbc and pit results for patient c were higher (18% and 7% respectively), but rbc and hgb rsults were lower (23% and 15% respectively) than the results obtained from ac.t diff analyzer. Patient a received a pelvic exam and ultrasound and a foley catheter. Based on the investigation information, appears like the treatment was given based on the symptoms reported by the patient.